Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation. The tamper seal was missing. The lens was also damaged. The investigator performed a functional test. The investigator was unable to replicate the customer reported product problem. The main pcb board was replaced as a cautionary measure. The contaminated dso sensor was replaced. A root cause for the product problem could not be established because the product problem was not replicated. The problem source was unknown.

Event description:
It was reported that the pump gave error 46876. No patient injury or complications were reported in relation to this event.